Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the waste tubing was disconnected from the bottom of the probe wipe assembly. The probe wipe assembly was replaced to resolve the issue. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was fluid of approximately 20ml from the analyzer. The leak was not contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.